Manufacturer narrative:
The bed was inspected by an arjo representative. No fault was noted. The customer's allegation was not confirmed. The instruction for use for enterprise 9000x (746-591-en) recommends using "the function lockout on the attendant control panel to prevent unintended movement in situations where objects may press against the patient's controls". While no fault was found and the issue could not be reproduced, the incident may have been caused by external mechanical interference with the control panel. However, the hypothesis that the issue was caused by accidental activation of the controls due to external mechanical interference could not be confirmed. The arjo device did not fail a specification since no malfunction could have contributed to the alleged movement of the bed. The patient was in bed, and no injury was sustained. The complaint was deemed reportable due to the allegation of unintended bed movement (the bed was going up and down without pushing any buttons).

Event description:
Arjo was informed about an event involving the enterprise 9000x bed. The customer reported that the bed was moving on its own, stating that the entire bed was going up and down without any command. The patient was in bed, and no injury occurred.